Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons less responsive, squirts the insulin when priming and motor error. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had diminished battery life,unexplained no delivery alarm, backlight dimmer, battery died before alerting low battery alert and insulin pump rejected new batteries. The insulin pump will not be returned for analysis.